Event description:
It has been reported that speakers are not functioning correctly.

Manufacturer narrative:
Pr# (B)(4). Product eval pending. Issue reported as alert could not be cleared by operator.